Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the first reported event between 5 pm est and 5:30 pm est on november 20, 2022, was not confirmed as the fingerstick measurement was not entered in the system. The second reported event was due to a temporary mismatch, which was probably due to the insertion site still healing at the time. Once the sensor settled after insertion, the system began performing within expectations and the current performance shows better accuracy between the sensor readings and fingerstick measurements. Per case notes, user did not require any treatment because her bg levels were in normal glucose range. The system is currently performing within expectations and per dms, user is currently using the system with up to date information. No further resolution was found necessary for this complaint. D1. Brand name updated to eversense transmitter d2. Common device name updated to eversense continuous glucose monitor system d4. Additional devive information updated. H3. Device evaluated by manufacturer?: yes. H4. Device manufacturer date?: 09 august 2022. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.